Event description:
It was reported that the customer wished there was an alarm alert for when the secondary clamp is not open. The clinician forgot to open the secondary clamp and the patient was hemorrhaging post-partum and was unstable. The clinician realized the secondary clamp was closed. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.